Manufacturer narrative:
(B)(4).

Event description:
Literature: schechtmann g, lind g, winter j, meyerson ba, linderoth b. Intrathecal clonidine and baclofen enhance the pain-relieving effect of spinal cord stimulation: a comparative placebo-controlled, randomized trial. Neurosurgery. July 2010;67(1):173-181. Summary: the aim of this study was to elucidate whether intrathecal clonidine or baclofen enhances the effect of scs in neuropathic pain patients in whom the pain relieving-effect of sccs is inadequate. The scs systems included the following devices: percutaneous 4 (quad leads) or 8 (quad leads) pole electrodes, a plate electrode (resume), and neurostimulator itrel 3, itrel 2, xtrel, or synergy, for long-term intrathecal drug administration, programmable pumps synchromed ii were used. Ten patients (5 men, 5 women) with an average age of 56 years (range 39-68 years) were recruited into this study. All patients had a confirmed diagnosis of chronic neuropathic pain, in some cases associated with a nociceptive pain component. Lioresal 0.5 g/ml was used for baclofen. Together with scs, al doses of baclofen (25, 50, and 75 mcg) or clonidine (25 and 75 mcg) produced a significant enhancement of pain relief. Event: in 2 patients (unspecified), signs local skin infection were observed after pump implantation. The infected wounds, however, healed completely with antibiotic therapy. See literature article with MFR report#3007566237-2011-05401.